Event description:
The customer contacted philips healthcare to report that the etco2 was generating inaccurate readings and failed calibration. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.